Manufacturer narrative:
Date of event: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA 71529 to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that a urine sample from the plastic c&amp;s preservative tube and urine transfer straw kit was incorrectly labeled as 2.08mg/ml. No serious injury or medical intervention reported.